Event description:
It was reported that during production visual inspection identified one cassette containing two particles. Staff described the particles as a (clear sliver shape and a very small opaque roundish particle). There was no patient involvement. Possible lot numbers 6126001,6116308,6092852.

Manufacturer narrative:
No product was returned for evaluation. One photo was provided. According to the photo received, no discrepancies were detected. The complaint was unable to be confirmed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the suspected lot numbers. If the product is returned the manufacturer will re-open the complaint for further device analysis.